Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient an alert tone every four hours. A device interrogation was performed and revealed right ventricular (rv) lead shock resistance values, tip-ring and tip-coil were high, confirmed to have increased abruptly and three noise events were detected. Chest x-ray findings suggested a rv lead crack near the fixation sleeve. The physician assessed that a rv lead fracture was strongly suspected. The device detect function was set to off and going forward, a wearable cardioverter defibrillator will be worn by the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.